Event description:
It was reported that the pt's device was showing high lead impedance on a system diagnostic test. The device has been turned off. Revision surgery is likely, but has not occurred to date. Attempts for further info have been unsuccessful to date.